Event description:
Medtronic representative called in to report that during an ent surgery, the site had been inaccurate, causing a csf leak.

Manufacturer narrative:
Patient information was not available at the time of this report but has been requested. H6) method: patient scans were found to not follow medtronic navigation's imaging protocol. Site was trained on proper imaging protocol and have not had any further issues.